Event description:
(B)(4) distributor reported to beckman coulter (bec) that the flow count plated was not mixing on the coulter prepplus2 due to failure of the mixer motor. The failure has been detected by the biochemmack`s field service engineer (fse). The prepplus2 is used to prepare samples for analysis. The customer does not currently use flow count, therefore there were no incorrectly prepared samples. There were no erroneous results reported out of the laboratory. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
The flow count is a bead suspension used in some flow cytometry applications to generate data used to calculating absolute counts for lymphocyte sub-sets. Flow count must be mixed well according to specific instructions to suspend the beads in solution. Failure of the flow count plate could result in erroneous absolute count results. A new mixer motor has been ordered and will be installed when it arrives. Cause of the problem was attributed to failure of the mixer motor. (B)(4).